Manufacturer narrative:
Block h6: imdrf device problem code a0414 captures the reportable investigation result of sheath torn. Block h10: investigation result the returned navigator device was analyzed, and a visual evaluation noted that the sheath was torn. Microscopic examination was performed, and it was noticed that the device was slightly bent/kinked. Additionally, whitened areas were observed, indicating that the material was submitted to tension. No other issues were found. Based on the available information, the reported event was not confirmed. However, it was found that the navigator sheath was torn, and the device was slightly bent/kinked. Additionally, whitened areas were observed, indicating the material was submitted to tension. This could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during its use could produce the investigation findings on the device affecting its performance. Therefore, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a navigator access sheath device was used during a kidney biopsy/stent placement performed on (B)(6) 2023. During the procedure, it was noticed that the device had a big crack in it when they went to use it. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation findings of sheath torn. Please see block h10 for full investigation details.